Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. Vascular access was obtained via femoral artery. The concentric shaped, de novo target lesion was located in the non-calcified superior vena cava. The lesion was not pre-dilated. An 18 x 40mm x 100cm wallstent-uni endoprosthesis stent was selected for use and was advanced to treat the target lesion. However, delayed opening of the stent was encountered resulting to "sliding of the stent" into the right atrium. Device was attempted to be removed but attempt failed. Instead, the stent was subsequently fixed in the inferior vena cava. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.